Manufacturer narrative:
The complaint of leakage at the q-syte connector and vent plug could not be confirmed from the five photographs and nexiva devices that were provided for investigation. A visual examination revealed no damage or defects on the returned samples or photographs. The nexiva devices were received in sealed unit packages. The vent plug and q-syte connector were not loose. Although the representative samples, photographs, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Upon removing the nexiva device from the unit package, the instructions for use (IFU) state, "inspect device for damage before insertion. Ensure clamp is not engaged and vent plug and bd q-syte device are secure. Caution: do not use if device is damaged." After removing the vent plug, the IFU states, "securely attach bd q-syte device or end cap to luer adapter". A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Event description:
Recently received several vim reports regarding these infusion needles. The caps leak when not extra tightened. This applies to both the cap that comes loose and the cap that is already connected. When we do not tighten the caps, they even fall off. Leakage occurs with all liquids when the caps are not additionally tightened. Potentially cause an emergency and that is of course not the intention. Incidentally, leakage occurs with all liquids when the caps are not additionally tightened. Cytostatics is only an example because of the highest risk.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.